Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of several broken bezels was confirmed on 15 bezel assemblies during the inspection of the returned components. All inspected bezel assemblies contained the date codes of january 2014, march 2014, april 2014, and september 2016. Inspection: 15 bezel assemblies p/n 49000204 were inspected. Observed cracks on the lower hinges of the bezel assemblies. Damage has also been observed in various places such as cracks in the upper hinge, cracks in between the latch yoke nest & primary pumping finger slot, and cracks at the yoke. Log analysis results: n/a ¿ logs were not deemed necessary for this investigation. Test results: n/a ¿ testing was not deemed necessary for this investigation. Device history review: pump (B)(4) device was manufactured on 3 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 10 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 18 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 3 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 14 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 13 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 19 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 14 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 19 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 13 june 2014. There are no records of pump(B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 18 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 14 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 4 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 14 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Pump (B)(4) device was manufactured on 13 june 2014. There are no records of pump (B)(4) being sent in for repair. No qns were found to have been opened on this device during manufacturing. Review of the qn database was performed for the bezel assembly (B)(4). The database showed 2 quality notifications lvp defective insert kits and screws not fully seated. This is not related to the customer¿s reported issue of cracked hinges. Additional comments: (B)(4) date code: mar 2014 additional comments 2: date code: apr 2014. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported they had approximately 30 or 40 damaged door hinges (bezel part # 49000270) where the hinge cracks and the door breaks off. Historical corrective action taken: 1st visit (B)(6) 2017, a remediation team came out from bd and replaced several of part # 49000270; 2nd visit (B)(6) 2017, a remediation team came out from bd and replaced 241 of part# 49000270 according to customer. There was no report of patient harm.